Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that customer leaned over while sitting on bed and received button error alarm. Customer's blood glucose was 201 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, broken battery tube threads, minor scratches on the display window, and a cracked reservoir tube lip. No button error alarm could be confirmed due to a stripped battery cap. However, corroded keypad traces were noted during the visual inspection.